Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. In 2001, the ot meter would not display the "apply sample" message twice while pt was attempting to test blood glucose. Pt later experienced incoherence, was mumbling and had a daze. Paramedics were called and found pt's blood glucose 37mg/dl, 47 mg/dl and 67 mg/dl during three successive tests. Pt was treated with an unknown medication and given orange juice to drink. Pt was not transferred to hospital. No further info has been provided.